Event description:
Healthcare professional reported unknown side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6.

Event description:
Healthcare professional reported unknown side rupture. The device has been explanted and replaced.